Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user heard a very quiet alarm while using the ilet system, though blood glucose readings were normal and no device alarms were present; a separate cgm signal loss alert from a dexcom g7 occurred earlier and was dismissed, and the user was advised that the sound could be the pump motor operating and was instructed on restarting the device. Symptoms included no adverse clinical effects. Outcomes included no interruption to therapy and no medical intervention. Investigation included customer education, remote troubleshooting, and review of device status and cgm alert history. Investigation of this case revealed no device malfunction, with normal pump function suspected and the sound likely attributable to routine motor operation. It was concluded, based on previously established findings for similar reports, that user perception of normal device sounds and a transient cgm communication issue were the most probable causes.